Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that the device was not working. The patient stated they would try to void but nothing would come out. The patient stated that they were in a lot of pain and ended up in the emergency room. The patient came home with a catheter and stated they would not know where they would go from there until monday, (B)(6) 2020) when they were to see the health care physician (hcp). On (B)(6) 2020, the patient reported they had a catheter removed that day of the call but that they had to go back to the hospital to have another one put in. On (B)(6) 2020 the patient reported they had to go back to the hospital to have a catheter removed and after 5 hours they had to have the catheter put back in again. There were no further complications reported.